Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis was attributed to an unspecified touch contamination event. Per the patient¿s hpm, the patient¿s electronic medical record does not indicate a fresenius device and/or product malfunction and/or deficiency occurred. It is a well-known fact that individuals undergoing peritoneal dialysis (pd) for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this (B)(6) year-old female patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with an infection. No additional information provided during intake. During follow-up, the home program manager (hpm) reported the patient was hospitalized for peritonitis on (B)(6) 2016. The patient¿s electronic medical record was lacking a discharge summary; however, the md notes indicated the patient was being treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for a gram-negative bacterium (organism unknown). The record attributed causality to a touch contamination event, however no additional details were provided. Per the hpm, there is no indication in the electronic record indicating a fresenius product(s), drug(s), and/or device(s) deficiency or malfunction occurred. The patient¿s current disposition is unknown.